Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module of the cycler and on the external of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment. The patient called back and stated that after they cancelled treatment, they found fluid leaking when they removed the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that the reported fluid leak event occurred on 10/10/2021. The patient stated that they received multiple air detected in cassette alarms during fill 4 of 5 and treatment was cancelled after technical support suggested that they do a manual treatment. Upon opening the cassette door, there was fluid leaking out of the door and on the external of the cassette. The patient stated that there was also fluid leaking from the supply bag line. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The cycler was found to have insect infestation, the cycler will be quarantined, and an investigation cannot be performed. Therefore, the device history record (DHR) review and sample investigation could not be performed. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module of the cycler and on the external of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment. The patient called back and stated that after they cancelled treatment, they found fluid leaking when they removed the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that the reported fluid leak event occurred on (B)(6) 2021. The patient stated that they received multiple air detected in cassette alarms during fill 4 of 5 and treatment was cancelled after technical support suggested that they do a manual treatment. Upon opening the cassette door, there was fluid leaking out of the door and on the external of the cassette. The patient stated that there was also fluid leaking from the supply bag line. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was scheduled to be returned to the manufacturer for physical evaluation.